Event description:
The customer reported erroneously elevated troponin I (access accutni) result, within the risk stratification, for one patient, involving the access 2 immunoassay system utilized in conjunction with the access accutni assay and calibrators. An initial result of 0.12 ng/ml was obtained. Subsequent analysis of the patient's sample, on the same instrument and approximately thirty minutes after the initial result, recovered a lower value of 0.04 ng/ml. The patient's sample was also analyzed on an alternate access system and produced a result of 0.04 ng/ml, which was reported to the hospital. The erroneous result was not released from the laboratory. There was no patient impact associated with this event. The sample was collected in a 13x75 mm lithium heparin becton dickinson (bd) tube with gel barrier and centrifuged at 3,500 rpm (rotations per minute) for ten minutes. The sample was collected by the emergency room (ER) nurse. System check, performed prior to and after the event, was within specifications. Quality control (qc), performed on (B)(4) 2012, recovered high for the low control. Qc performed after the event was closer to the mean value. All three levels of qc were within specifications on the day of the event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The customer reported to the field service engineer (fse) there was an incubator belt jam due to a vessel falling and getting jammed. The fse noted the incubator belt was stretched and removed the incubator belt and cleaned the track. The fse removed and cleaned the mixer pulleys. The fse performed pipettor and incubator belt alignments, and completed a successful system check and high sensitivity system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.